Manufacturer narrative:
This report is for an unknown tfna nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Multiple x-rays were received for multiple patients. It's not visible which picture belongs to this complaint, but complaint is confirmed as we are able to confirm complaint description, as there 6 broken nails visible, all nails are broken at the citrus form where tfna blade/tfna screw goes through, based on the received pictures. Furthermore, no damage visible at the tfna blades/tfna screw, cable, and other screw. For a further examination, it is necessary for us to receive the implant back. Product was not returned therefore, no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that patient underwent revision surgery due to a broken trochanteric fixation nail advanced (tfna) nail). Index surgery date is (B)(6) 2019. All implants were disposed of at the facility. Known information: implant - synthes long tfna. Proximal screw length ¿ 115. Nail angle ¿ 125. Nail diameter ¿ 11. Nail length ¿ 400. Initial fracture type - 31a3.3. This report is for an unknown tfna nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event description updated concomitant device reported: unknown tfna screw perforated (part# unknown; lot# unknown; quantity: 1) unknown locking screws (part# unknown; lot# unknown; quantity: 1), unknown end cap (part# unknown, lot# unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.